Event description:
It was reported that inappropriate therapy due to oversensing of noise was observed. Patient reported walking up against an electric fence. The device as explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise leading to inappropriate therapy was confirmed via review of stored electrograms. The device was tested on the bench and was found to be normal. No sensing of noise or any device anomaly was observed. The cause of the field event of noise could not be determined.